Event description:
The patient was in MRI wearing the goggles when they began complaining of pain and burning. On inspection, the silicone nose bridge had fallen off the goggles and led to a partial thickness burn on the patient's nose.